Manufacturer narrative:
The insulin pump alarmed with motor error during the basic occlusion test due to a loose/protruded drive support disk. The motor passed the motor test. The pump was unable to be verified for the compromised force sensor system alarm and prime/fill anomaly due to the motor error alarm. The pump also could not be confirmed for the motor position encoder error alarm due to a overwritten history file. The following physical damage was also noted: a cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, and cracked case near the display window corners. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The customer mentioned that the pump had also alarmed with a motor error and a motor position encoder error. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.